Event description:
This lv lead was implanted on (B)(6) 2012, and remains implanted at this time. A call to technical services on 5/9/2013, states that patient was checked at dr. (B)(6), clinic on (B)(6) 2013, and loss of lv capture was noted. Patient will be monitored for further investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).